Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the right atrial (ra) lead dislodged into the right ventricle. The lead was revised and remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.